Event description:
Health professional reported, "band and port explanted due to device complications/leak." Health professional has declined to provide additional information.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."